Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported leak. The reported improper or incorrect procedure or method failure to follow steps could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is due to the observed tear in the hemostasis valve silicon valve. A cause for the torn silicon valve could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user continuing to use the tsgc after damage was detected. It was determined that this deviation did not contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was implanted after the clip was deployed a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. While removing the clip delivery system, it was identified that the hemostatic valve of the triclip steerable guide catheter (tsgc) had lost fluid column and was no longer functional. The tsgc was removed from the patient and a replacement tsgc was prepared. While preparing the second tsgc it was identified that the hemostatic valve failed to retain fluid when the dilator was introduced. The physician decided to proceed with the usage of the tsgc, there was no significant air ingress within the hemostatic valve during the procedure and a triclip was successfully implanted. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.